Event description:
It was reported the device telemetried battery voltage has shown varying rates. A save-to-disk was taken from the device and was sent to the manufacturer's technical services. According to technical services, the true device battery voltage is 2.96v. The device remains in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On 7 apr 2010 the battery voltage with telemetry was 2,86v and the daily measurement was 2.96v. This is within expectations.